Event description:
Terumo received the following reported information: The TR Band did not hold air. There was no injury or issue with the patient. No blood loss was reported.

Manufacturer narrative:
D6a: Implanted Date: Device was not implantedD6b: Explanted Date: Device was not explantedE3: Occupation: Cath Lab lead techThe actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.